Event description:
During a premature ventricular contractions procedure, a baseline pericardial effusion was noted with the ice catheter and tte. It was noted that the transseptal puncture using a non-abbott (boston scientific c1 nrg) needle was potentially too anterior. The trace effusion got a little bigger during the procedure but was stable and ablation proceeded as normal. When the transseptal sheath was pulled at the end of the procedure, the effusion required a pericardiocentesis. Patient then received a sternotomy to fix the bleeding. It is alleged that the perforation is in the aorta and likely occurred during transseptal puncture, however this is unconfirmed. Location of the perforation was unknown, however bleeding was noted around the rv epicardium, there were no alleged performance issues with any abbott devices, and the patient was transferred to the ICU post-procedure. The patient previously had a premature ventricular contraction procedure in the posterior medial papillary muscle in 2023.